Event description:
Customer reported that she was experiencing blood glucose levels below 60 mg/dl. Customer reported that the insulin pump was alarming excessively. Exact blood glucose value was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).